Event description:
It was reported by the staff that the serfas prode self activated on a mayo stand.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.